Event description:
A physician reported that cutting of a trocar blade was poor and could not insert during surgery. The surgery was completed after replacing the trocar with another trocar. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One open trocar assembly in a small parts tray in a bag was received. Sample was visually inspected and found to be nonconforming, bent tip and damaged cutting edge was observed on trocar blade. Penetration testing could not be performed due to the damage of the sample. Cannula was found to be conforming, no damage was observed. Surgical debris was present on the inner diameter of the cannula. The sample was then dimensionally inspected for cannula inner diameter and was found conforming. A dimensional ear width measurement was performed and found conforming. A functional fit test was unable to be performed since the associate instrument was not returned. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customers reported issue of cutting of trocar blade was poor. The returned sample cannula was found to be visually and dimensionally conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The cannula was fund to met specification for the fit issue and the exact root cause for trocar blade dull issue is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar assemblies are 100% inspected for gage size. All trocar blades are 100% inspected. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).